Event description:
It was reported that the asymptomatic patient was brought in-clinic after receiving merlin.net alerts for rv lead noise. Noise was seen on multiple non-sustained episodes. Additionally, crosstalk was also detected on the ventricular channel. The patient was stable and scheduled for replacement. Further information notes that on (B)(6) 2017, the lead was explanted and replaced by a competitor lead. Patient condition is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information notes that on 5/19/2017, the device and lead were explanted. The patient was fine.